Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device had an undetermined malfunction. During service and evaluation, it was observed that the control unit was not functioning and defective. It was also noted that the control and motor were defective. It was further noted that the device failed pre-test for off/oscillation/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.